Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, right superior femoral artery that is 100% stenosed. After crossing the lesion, a non-abbott guide wire was exchanged for a 300cm ht (hi-torque) command guide wire. During advancement of the ht command guide wire, resistance was met with the microcatheter causing excessive force to be applied. The microcatheter was removed, soaked in saline, and reinserted into the patient when a kink was noted on the shaft of the ht command guide wire. During removal of the ht command guide wire, resistance with the microcatheter was noted, and the ht command guidewire was removed as a single unit. An unspecified command guidewire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The guide wire met resistance with the micro catheter and excessive force was applied. It should be stated in the instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experience during advancement and removal. Based on the information received, a definitive cause for the reported difficulty could not be determined. Factors that may contribute to resistance advancing and removing the guide wire from the microcatheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy which in this case moderately calcified and 100% stenosed femoral artery, user technique, and or damage to the catheter or guide wire. In this case, a kink was noted to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.